Event description:
It was reported that, "gamma nail broke at the lag screw insertion point."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.